Event description:
It was reported that the patient was brought back to the operating room for bleeding after implant. The log file review found set speed changes and low flows. It was later reported that the patient passed away due to ischemic bowel that was felt to be from hypotension.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.